Manufacturer narrative:
(B)(4). The ventilator was evaluated by a third party. It was reported that extended self tests (est) was performed and the ventilator is now in working condition. Medtronic was not authorized to conduct the repair. The evaluation and repair will be completed by a non-medtronic service provider. The reported complaint could not be confirmed.

Event description:
It was reported that the ventilator was inoperable. Patient involvement information was not provided by the customer.